Manufacturer narrative:
Additional serial number ((B)(4)); additional lot number (12h0306). Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed, with no issues identified.

Event description:
The patient had his second miradry treatment on (B)(6) 2014. He shaved his underarms that day with a straight edge razor on dry skin. On (B)(6) 2014, the patient was seen by a plastic surgeon and an infection was diagnosed. The wound was packed and an antibiotic was prescribed. On (B)(6) 2014, a second antibiotic was prescribed.